Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer blood glucose value was 418 mg/dl. Customer also reported that they were not able to take off the blue transfer guard. The customer was treated with manual injection. Customer did not want to troubleshot for high blood glucose value. The device will not be returned for analysis.